Event description:
Two days after the iab had been inserted, the pump alarmed and the EKG and wave forms had disppeared. Also, blood was noticed in the helium tubing. Therefore, the iab was removed without any pt complications.